Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlz174 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent knee arthroplasty on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke. A like device was used to complete surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: a needle/ suture piece of product was received for evaluation. During the visual inspection of the needle, marks and distortion on body needle were noted, additionally, a suture piece was attached to barrel hole that was observed and the end of the suture appeared to be cut by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture breakage is an improper handling by an external cause.